Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 12/06/2016, the reporter contacted animas, alleging that the bolus totals recorded in the pump did not match the expected amounts. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: during investigation, the delivered boluses were calculated for 12-7, 12-6 & 12-5, the delivered boluses on each day match correctly the total daily does bolus history. Manually performed a 10u audio & 10u normal bolus. Both were accurately recorded in the bolus history& bolus total daily dose history correctly showed 20.0u. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and total daily dose showed 24.0u. No errors, alarms or warnings occurred during testing. Unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this investigation. Unrelated to the original complaint, the battery compartment was observed to be cracked.